Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from 3 patient with unknown status regarding symptoms of covid-19. Customer reports that all samples were collected in utm containing guanidinium thiocyanate, which is off-label and should not be used with xpert xpress sars-cov-2. Patient-1's sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 presumptive positive (reported to physician). Patient-1-retest-1 was run on unknown date using biofire, resulting in sars-cov-2 negative (unknown if reported to physician). Patient-1-retest-2 was run (B)(6) 2020 using unknown method, resulting in sars-cov-2 negative (unknown if reported to physician). Patient-2's sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 presumptive positive (reported to physician). Patient-2-retest-1 was run on unknown date using biofire, resulting in sars-cov-2 negative (unknown if reported to physician). Patient-2-retest-2 was run (B)(6) 2020 using unknown method, resulting in sars-cov-2 negative (unknown if reported to physician). Patient-3's sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 presumptive positive (reported to physician). Patient-3-retest-1 was run on unknown date using biofire, resulting in sars-cov-2 negative (unknown if reported to physician). Patient-3-retest-2 was run (B)(6) 2020 using unknown method, resulting in sars-cov-2 negative (unknown if reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.